Event description:
The complainant reported an under-delivery. It was reported that the intended delivery was 1000ml with the intended dose of 1000ml at a rate of 130ml/hr over 7.69 hours; however, 200 ml had been delivered as determined by visual assessment.

Manufacturer narrative:
(B) (4): (B) (4)